Event description:
An aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknown. It was reported that the patient died of a cardiac arrest during the weekend. The physician reported that the death was not device related. Despite multiple attempts to obtain information, no further information is available.